Event description:
It was reported that the touch screen of the programmer was not responding to the stylus. Though a new stylus was tried, as well as the user's finger, the situation did not resolve. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of non-response between the stylus and the touch screen, the overlay and the stylus were not aligned and therefore the overlay and the stylus were replaced and calibrated. Analysis also found that the power cord bay assembly latches were broken so the power cord bay assembly was replaced. Concomitant medical products: product ID: 229047. Software analyzer.